Manufacturer narrative:
Lot number was not provided by customer. Considering the surgicalmethodology, it was seen that the dentist has used sequence of drillsdifferent than the one recommended for the implant installation. Theinvestigation of the complaint was carried out considering the analysisof the information given by the dentist in the guarantee form and visualconference of the product returned by the dentist.

Event description:
(B)(4)¿ the dentist reported that 3 years 27 days after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, immediate implant was performed.